Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the 2.0mm drill bit broke when drilling into the bone. There was no patient consequence. No fragments were generated. There is no further information available. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 323.062, lot: 221p171, manufacturing site: bettlach, release to warehouse date: june 28, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the device (drill bit ø2 w/double marking l140/115 3 product code: 323.062 lot #: 221p171) was returned and received at juarez site for analysis. Upon visual inspection of the physical device, the drill bit was observed to be broken near to the tip. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: dimensional analysis was not performed due to the post-manufacturing damage. Document/specification review: current and manufactured revisions no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned device and photograph provided. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The incident occurred during an ankle osteosynthesis. There was no surgical delay. The surgery was completed successfully.